Event description:
It was reported that this pacemaker was in a valid radio frequency overuse condition due to frequent alerts. Technical services (ts) reviewed the reports and noted that there were frequent ventricular tachycardia (vt) episodes. Ts noted that there were noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. Oversensing on the ventricular channel resulted in inappropriate vt detections. It was noted the device also exhibited high out of range pacing impedance on the rv channel. Ts suggested potential resolution options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker was in a valid radio frequency overuse condition due to frequent alerts. Technical services (ts) reviewed the reports and noted that there were frequent ventricular tachycardia (vt) episodes. Ts noted that there were noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. Oversensing on the ventricular channel resulted in inappropriate vt detections. It was noted the device also exhibited high out of range pacing impedance on the rv channel. Ts suggested potential resolution options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was in a valid radio frequency overuse condition due to frequent alerts. Technical services (ts) reviewed the reports and noted that there were frequent ventricular tachycardia (vt) episodes. Ts noted that there were noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. Oversensing on the ventricular channel resulted in inappropriate vt detections. It was noted the device also exhibited high out of range pacing impedance on the rv channel. Ts suggested potential resolution options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the noisy signals were from left arm movement. It was noted that the patient felt dizzy a couple of weeks prior to the lead explants. An x-ray was performed prior to the lead revisions. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker was in a valid radio frequency overuse condition due to frequent alerts. Technical services (ts) reviewed the reports and noted that there were frequent ventricular tachycardia (vt) episodes. Ts noted that there were noisy signals on both right atrial (ra) and right ventricular (rv) lead channels. Oversensing on the ventricular channel resulted in inappropriate vt detections. It was noted the device also exhibited high out of range pacing impedance on the rv channel. Ts suggested potential resolution options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the noisy signals were from left arm movement. It was noted that the patient felt dizzy a couple of weeks prior to the explant. An x-ray was performed prior to the explant. No additional adverse patient effects were reported.